Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an accolade stem was reported. The event was confirmed via provided photographs of the devices and clinician review of the provided medical records. Method & results: -product evaluation and results: the reported devices were not returned; however, photographs were provided for review. The photographs show severe wear of the stem trunnion consistent with loss of taper lock. -clinician review: a review of the provided medical information by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had a total hip arthroplasty total hip arthroplasty since I was able to see an x-ray both with impending catastrophic failure and full catastrophic failure. I cannot confirm the explantation because I have no documentation such as the surgeon's notes, operation reports, or post revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. The root causes of catastrophic trunnion failure with head neck disassociation are multifactorial including surgical technique factors, importantly the way that the femoral head and trunnion are prepared prior to and during insertion. Patient factors can also contribute including the patient's lifestyle, activity level and bmi. Implant factors can also possibly contribute." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The reported devices were not returned; however, photographs were provided for review. The photographs show severe wear of the stem trunnion consistent with loss of taper lock. The event was further confirmed via review of the provided medical records by a clinical consultant: "I can confirm that the patient had a total hip arthroplasty total hip arthroplasty since I was able to see an x-ray both with impending catastrophic failure and full catastrophic failure. [...] Root cause analysis: the root cause of this event cannot be determined with certainty. The root causes of catastrophic trunnion failure with head neck disassociation are multifactorial including surgical technique factors, importantly the way that the femoral head and trunnion are prepared prior to and during insertion. Patient factors can also contribute including the patient's lifestyle, activity level and bmi. Implant factors can also possibly contribute." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the "patient arrived in clinic with obvious component failure on x-ray. Felt hip let go. X-rays from (B)(6) 2023 showed evidence of start of failure. The x-ray showing full failure was taken on (B)(6) 2024."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer

Event description:
It was reported that the "patient arrived in clinic with obvious component failure on x-ray. Felt hip let go. X-rays from (B)(6)2023 showed evidence of start of failure. The x-ray showing full failure was taken on (B)(6) 2024."